Manufacturer narrative:
The customer indicated it was unknown if the affected patient had a gammopathy. The customer could provide no further patient information.

Event description:
The customer received questionable results for total bilirubin special (tbil) on one patient sample. The initial result was 19.6 mg/dl, which was reported outside of the laboratory. The result was questioned by the physician. The customer indicated there were no alarms from the instrument. The sample was repeated on the same analyzer and generated a repeat result of 20.6 mg/dl. This result was not reported outside of the laboratory. The sample was then run on a cobas 6000 c501 analyzer and generated a result of 1.5 mg/dl on dilution. The customer deemed the result from c501 analyzer to be the correct result. There was no adverse event. The lot number of the tbil reagent in use was 68256401, with an expiration date of 07/31/2014. The field service representative found that there are no prozone limits for the tbil assay. He also found that the probes needed to be changed. He flushed out the reagent and sample lines, changed the reagent and sample probe, and checked their adjustments. He also checked the rinse head for proper dispense levels. He performed a precision run, which was acceptable. The system was performing to specification.

Manufacturer narrative:
The initial results from the c501 analyzer were accompanied by a prozone flag, notifying the user of a possible issue with the sample. The c311 assay does not have a prozone setting. The customer was informed that there is no prozone setting for the cobas c311 tbil assay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.